Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) frequently had alarmed -conduit detached. There was no reported patient harm or injury.

Manufacturer narrative:
Due to characterization limit- e1(event site name)- (B)(6). A supplemental report will be submitted upon completion of our investigation.